Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown. The customer was unable to rewind the insulin pump. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected by reading unexpected value from hall sensor error alarm alarms due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms.